Manufacturer narrative:
This supplemental report is being submitted to provide a correction and the investigation conclusion. Please see correction: a3 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 168392 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 lot 168392 and device part number 195-430h/lot 164484. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 168392 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine an assignable root cause, however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with the binaxnow covid-19 ag self test performed on (B)(6) 2021. Confirmation testing with pcr generated positive results. No additional patient information, including treatment and outcome, was provided.